Event description:
It was reported that an implantable pulse generator was explanted. There was nothing wrong with the device and impedances were fine. Patient was adamant the device was not working correctly. Patient had pain at pocket site. Physician did not want to revise pocket because of therapy compliance reasons.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).